Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, resistance was encountered and stent movement on the delivery device occurred. The 95% stenosed and mildly calcified lesion was located in the mildly tortuous left anterior descending (lad) artery. Resistance was encountered upon advancing the taxus liberte 2.75mm x 12mm stent delivery system (sds) to the lesion and the stent became "stuck." The physician attempted to move the stent delivery system forward and backward; however, the stent moved on the balloon. The sds and stent were able to be removed from the patient, and the procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "ok."

Manufacturer narrative:
Visual examination of the returned device noted that the stent had moved distally on the balloon. The stent contained damage to the proximal end. The proximal stent struts were bent back distally. The balloon was visually and microscopically examined, and no visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. The damage present is consistent with excessive force having been applied to the unit due to some form of restriction which would have resulted in the stent moving on the balloon. The fact that it was noticed that a number of proximal struts were bent back distally is consistent with a restriction occurring with the stent during attempted withdrawal. A review of the device history record (DHR) for this batch number found that the device met its material, assembly, and product specifications. The most probable root cause was unable to be determined.